Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - could not adjust balloon volume above 20 cc even though the balloon catheter was a 30 cc catheter. Findings/action taken: pump was switched out without a problem and sent to biomed for repair. Balloon interface block was found to be dirty and after cleaning, the pump recognized the balloon connector correctly and was returned to service. Per the field service rep the pump was switched out successfully and the new pump inflated the balloon properly. There was no report of injury or complications or injury. There was no delay or interruption in therapy noted: the pt outcome was the biomed did not know of any adverse outcome.